Event description:
The customer's mother complained of the customer experiencing high blood glucose levels. The reported blood glucose reading was 577 mg/dl. The customer's mother stated that she did not know how to treat the customer with a backup plan, so she was taking him to the hospital. The customer's mother stated that she will call back to perform troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore consider this report complete to the best of our knowledge.